Event description:
Customer experienced a hypoglycemic event. The customer's wife administered a glucagon shot and the paramedics were called. By the time the paramedics arrived the blood glucose reading was 80 mg/dl. Customer did not need medical assistance. The paramedics did not treat the customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.